Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative high sense troponin results while using the architect i2000sr analyzer. The customer tested 3 specimens from the same patient, generating discrepant results, as follows: sample 1: initial 0, retest 0, retest after recentrifuging 0, retest on another analyzer 0 pg/ml sample 2: initial 111, retest 12 retest after recentrifuging 44 / 84, retest on another analyzer 100 pg/ml sample 3: initial 0, retest 400 retest after recentrifuging 470 / 497, retest on another analyzer 485 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting evaluation, a search for similar complaints, a review of the analyzer service history and a review of labeling. An abbott customer support specialist completed troubleshooting of the instrument with the customer. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the probe was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, (B)(4) was identified.

Manufacturer narrative:
Correction to the evaluation summary previously documented. The device evaluation was reassessed and concluded that a malfunction occurred, therefore the documentation of no malfunction is inaccurate. However, no systemic issue or product deficiency was identified.